Event description:
It was reported the patient ((B)(6)) was without stimulation. The patient has suffered two falls recently and since that time has been unable to communicate with the ipg via either the programmer or charging system. An x-ray was taken for further interrogation; however, no visible anomalies were detected. Surgical intervention was undertaken to replace the patient's ipg and effective stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.